Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed with a compromised force sensor system alarm. The customer¿s blood glucose level was unknown at the time of the incident. The pump dropped and hit the floor, and the drive support was sticking out. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.